Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 . On (B)(6) 2023 the full system was explanted in order for the patient to receive an MRI for an unrelated condition. No complaints of failure of the nalu system or any of its components.